Manufacturer narrative:
Quality control data and performance testing of the analyzer showed no issues with the instrument performance. Upon review of the alarm trace, several sample quality-related alarms were observed. The customer used a 12 mm diameter tube, which is not specified for use on the e411 analyzer. Product labeling instructs the customer that the minimum tube diameter for the e411 analyzer must be 13 mm. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 411 analyzer (disk system). The sample initially resulted in a troponin t hs value of 25 pg/ml and repeated as 3 pg/ml. A sample from a new blood drawing resulted in a troponin t hs value of 3 pg/ml. No questionable result was reported outside of the laboratory. The troponin t hs reagent lot was 553085 with an expiration date of 31-dec-2022.